Event description:
Consumer complaint of "lo" blood results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on strip and defect found on meter.the root cause is foreign material on the strip connector.

Event description:
Consumer complaint of "lo" blood results. No adverse event reported.